Event description:
It was reported that during a fistulaplasty procedure, the 2cm peripheral cutting balloon ruptured and a single blade became detached and remains in the body. The lesion being treated was located in the left upper arm. A 7f sheath was used, and the 2cm peripheral cutting balloon was advanced to sequentially dilate recurrent segmental stenosis upstream of the cephalic vein. The balloon ruptured at rated burst pressure. As the balloon was deformed and the blades were outwardly displaced, it precluded withdrawing through the sheath. Using a micropuncture technique, a 8f sheath was inserted and a 7mm gooseneck snare was utilized to retrieve the balloon wire, and a 25mm snare was utilized to retrieve the downstream balloon and blades. One blade was totally detached from the device, and the 7mm was used to attempt retrieval. As the blade was suboptimally oriented, an attempt to reposition the blade within the sheath was attempted, but it was displaced and lost downstream. Its diminutive size and poor radiopacity precluded its further identification, so retrieval was not possible. A second peripheral cutting balloon was then advanced to complete the dilation of the downstream cephalic vein segmental stenosis, but it also ruptured at 8atms. This balloon was withdrawn successfully with all blades intact. Another balloon catheter was then utilized to fully dilate the segmental cephalice vein stenosis successfully. It was reported that the patient tolerated this procedure well. Patient status was reported as 'stable'.

Manufacturer narrative:
The device has been received, but analysis has not yet been completed. A supplemental medwatch report will be filed when the analysis completed.